Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose events at night while using an ilet pump with a g7 sensor, with data showing large gaps due to intermittent pump use and frequent reversion to multiple daily injections. Symptoms included hypoglycemia that was treated with oral glucose. Outcomes included the need for self-treatment and troubleshooting education, including guidance not to disconnect the infusion set for exercise and provision of additional training resources. Investigation included review of device data and case details with user education and assignment for additional training. Investigation of this case revealed that the pump did not have sufficient continuous use to adapt to the user due to inconsistent wear, which limited algorithm learning and contributed to low glucose events. It was concluded, based on previously established findings for similar reports, that user technique and inconsistent use were the most likely contributors.